Event description:
Possible intermittent t-wave over sensing on several episodes. Inaccurate episode detection due to over sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).